Event description:
It was reported that a day prior to this call patient noticed they were having to straining to urinate; they had to run water to urinate. The patient stated the therapy was not working for them and had a loss of therapeutic effect. The patient increased stimulation from 2.1 to 2.5. It was later reported on october 10 that patient called a manufacturer representative to up settings control and mentioned that they did not have concerns with their device or therapy. It reported 3 days later from previous call that the night prior to this call they could not get their programmer to turn off and were afraid the battery was going to run down. It was noted that patient was hitting the button to the side and was mixing those up with the on/off on which was on face. The patient stated the monitor was not shutting down by itself. The patient still reported a loss of therapeutic effect and stated it happened previously and called manufacturer representative but about a week ago they noticed they were having problems voiding again. The patient stated they may have had the device turned off. The patient was assisted to turn on the device and stated they were now feeling it. The patient was on program 1 at 2.6 v. The patient was assisted on turning the stimulation up and was going to stop at 2.9v. The patient next appointment is scheduled for (B)(6) 2014 at 10:15 am. It was further reported that the yesterday the health care provider (hcp) couldn¿t get the patient programmer to sync with their device. The hcp¿s office tried to contact the manufacturer representative but didn¿t get a response. The patient would have a follow-up visit in 2 weeks. Sometimes the patient turned stimulation off when they didn¿t mean to and they started having more difficulty urinating. Sometime (B)(6) 2014. The patient programmer didn¿t turn off when the patient wasn¿t using it and it was beeping. When the patient looked at the programmer yesterday there was something on the screen and they didn¿t remember what they saw. In the office they increased the stimulation to 3.9v but during the call the programmer was showing 3.5v. The patient wanted to know if they should increase stimulation to 3.9v. The patient was peeing ok and was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: unknown prog, serial# unknown, product type: programmer, physician. Product ID: 3093-28, lot# va0j8cd, implanted: (B)(6) 2014, product type: lead. Product ID: unknown prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received from the consumer reported that the intermittent symptom control for the patient had been that way since they received the system. The patient couldn't void and was straining since implant on (B)(6) 2014. This was considered a sudden change in symptoms. The patient had not had the device adjusted or checked since shortly after implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.